Event description:
Caller reported that the insulin gauge displayed a different amount than expected, specifically showing an estimate of (B)(4) units instead of the anticipated (B)(4) units. There was no adverse impact to the customer's blood glucose level. The customer followed instructions from technical support, including delivering a 10.2 unit bolus to update the insulin estimate and was educated on using room temperature insulin. The difference in displayed values was greater than (B)(4) units, but the customer chose to continue using the current cartridge without loading a new one.